Event description:
It was reported that during an unknown procedure, the device could not be fired at the 4th firing. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 559a51. Additional event information received: during a semi-open right hemicolectomy, the device could not be fired at 5th firing of feea. The additional cut was performed before the anastomosis, so the issue occurred at 5th firing. The cartridge color was gold. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.